Event description:
Lar procedure. Ralc45 dlu calibrated, opened/closed without difficulty, and got into firing range. Staples fired completely. Malformed staples were observed on the distal side and a intraoperative tear occurred. Surgeon oversewed the defect to complete the case without further incident.